Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative(s). "O2 sat dropped, oximeter alarmed; when clinician went into the room, they found the trach came out of pt's throat and vent did not alarm disconnect or any other alarms, after rt inserted the trach again, the unit would not start ventilating. There is moisture in the circuit and the water trap on side of the circuit being used was not heating properly. When the biomed technician went to check the unit, it worked satisfactory. All disconnect alarms would work when something with the circuit was disconnected. Also, when reconnected, it would begin to ventilate. Biomed tech could not get the unit to fail or reproduce the issue. No patient harm, clinicians were there and took care of the pt." The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a carefusion field service rep. "[Named removed] called in saying that the vent is passing all tests. He cannot duplicate the problem of no disconnect alarm. He is using the same circuit that was on the patient with same exact settings. [Name removed] said that it was reported that when the vent was presented to biomed with the patient circuit there was a good 3 inches of water in the exhalation filter water trap. [Name removed] did say that the rt that noticed the vent said it was a "panic moment" when he came upon the vent and that he says he did not hear any alarm sounds from vent but he also said that he did not notice if there was an alarm banner or the screen as he was in panic mode and was simply trying to re-establish ventilation as quickly as possible."

Manufacturer narrative:
On (B)(4) 2012, carefusion sent a letter via e-mail to the user facility seeking additional information concerning the reported event. As of (B)(4) 2012, there has been no response to the letter from the user facility. The user facility did not submit a user facility report to the manufacturer. (B)(4). The following information concerning the evaluation of the device is a summary of the evaluation performed by the user facility, carefusion field service representative and carefusion failure analysis lab representative. The unit was evaluated by the user facility biomed, carefusion field service representative and carefusion failure analysis lab and none of the three were able to duplicate the reported failure of no alarm and unit not ventilating, thus no root cause was identified. It was reported to the carefusion field service representative that the biomed technician found a high amount of water in the unit's exhalation filter water trap. Excessive amount of water in exhalation filter water trap may cause the unit to interpret this as an occlusion and cause the unit to stop cycling. A review of the carefusion complaint system for the past (B)(4) resulted in zero like failures, thus at present, carefusion considers this to be an isolated incident. A follow-up medwatch report will be submitted once the carefusion service department runs the unit through a complete checkout and ensures it meets all factory specs.